Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Sepsis is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Multi-organ failure is a potential event that may be associated with use of the product. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that this patient was not able to thrive following left ventricular assist device (lvad) implantation. The patient was implanted on (B)(6) 2017. Extracorporeal membrane oxygenation (ECMO) was removed on (B)(6) 2017 and the patient started experiencing very low flows/pulsatility of lvad. Controller log files were sent. Preliminary log file analysis showed low flow alarms. The site suspected tamponade and ordered a stat echocardiogram. Echocardiogram performed on (B)(6) 2017 revealed biventricular failure, and no pericardial effusion. Heparin had been running since implant and was stopped on (B)(6) 2017. Blood cultures were performed post implant (date not provided by site), which were positive for enterobacter cloacae bacteremia. According to clinical team, the patient went in to multi-system organ failure (msof) and family made decision to withdraw care on (B)(6) 2017 at 1100. The patient expired shortly thereafter. The medical team stated that the cause of death is related to msof and not related to the device. No autopsy was performed. No further information was provided.

Manufacturer narrative:
The pump was not returned to heartware for evaluation. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. The reported event of low flows was confirmed via log file analysis which revealed 20 low flow alarms logged since march 17, 2017; however, pump parameters were within normal operating range.  Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported clinical adverse event. Based on risk documentation, the possible root causes of the reported event of low flows may be attributed to multiple factors including but not limited to incorrect placement of the pump during implant, obstruction of the inflow cannula, inappropriate setting of the pump rotational speed, and a kink in the outflow graft. Clinical factors that may have contributed include the patient's previous medical history, and related comorbidities and the progression of the patients underlying disease process. There are patient pharmacological factors, including anticoagulation issues that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.